Event description:
The customer returned the unit stating that the force sensor reading was out of spec. During in house-testing, the unit failed to alert occlusion. There was no pt injury or treatment associated with this event.